Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging an error 3 message and also the patient's one touch ultra meter would not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the following information is based on the initial call. The reporter mentioned that on an unspecified date and time, the patient was unable to test due to the alleged issues on the meter and at an unspecified time later developed symptoms of feeling sweaty, dizzy and was vomiting. The patient was taken to the ER and was tested on another patient's meter and obtained a result over 500 mg/dl. The patient was treated with insulin and IV. It was noted that the patient had replaced the battery and meter still would not power on. The reporter was unable to verify whether the technique of applying blood on the test strip was done correctly, the condition of the test strips and readings prior to the event. It would have also been helpful to know the patient's diabetes regimen, and how long the reported issue began, before the patient developed symptoms. It would have also been helpful to know the patient's initial reading on the hospital device and whether their diabetes regimen was changed. Products were replaced. The complaint is being reported since the reporter alleged that the patient was unable to test, developed symptoms and had to receive medical treatment in the ER for a blood glucose over 500 mg/dl.

Manufacturer narrative:
The 510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.